Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) found the non-recoverable errors on the surgeon side console (ssc) and the loss of vision in the right eye. The fse found a bad fiber connection from the vision side cart (vsc) to the ssc and replaced the ssc optical port. After replacement, the fse found the optical port did not correct the issue, so the fse replaced the ssc backplane which corrected the fiber communication issue; however, the vision loss remained. In order to correct the vision loss, the fse replaced the ssc personality module surgeon console (pmsc) and found the new part was dead on arrival (doa), which did not correct the vision. Then the fse replaced the ssc high resolution stereo viewer (hrsv) harness to correct the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the surgeon back plane (sbp) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. The sbp was installed and tested on the pca test system. It was noted the sbp logged error 54 and 41 on every power up. The sfp xcvrs failed. When the sfp xcvrs and the sbp were cleaned, both passed all tests. Intuitive surgical, inc. (Isi) received the surgeon side console (ssc) high resolution stereo viewer (hrsv) harness involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm the reported complaint. The ssc hrsv harness was tested using the vdb electrical testing for electrical inspection. The cable harness passed the test with no trouble found. Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported complaint; however confirmed the error occurred via the system error logs. It was noted that the reported error 45308 indicated the display coordinator (dc) detected loss of one or more of the surgeons video outputs. Specifically, the dcs commanded video format did not match the video format received at the branch. Possible caused include low level h/w or communication errors. The pmsc was tested on a system where the reported error could not be replicated; however, the error appeared 25 times on the remotefe log. It was recommended to replace the right surgeon console leaf (scl) as a precaution. Intuitive surgical, inc. (Isi) received the fiber optic cable involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate nor confirm the reported complaint. A visual inspection found the port cable was scratched. The cable was installed into a pca system and powered up in normal mode. No errors were noted and the cabled passed communication, good video in both eyes, and ten power cycles with no issue. No trouble was found.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, that one of the surgeon side console (ssc) right eye video was missing. The technical support engineer (tse) reviewed the logs and noted communication error 40 followed by error 54. It was noted that error 54 was followed by a 45308 error indicating the high resolution stereo viewer (hrsv) video output lost on the surgeon side console (ssc) 1 right. The customer was going o attempt to clean the fiber cables and fiber ports in between cases. The tse recommended cycling the ssc circuit breakers. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) informed that he was present in both cases reported on 06/01/2020. It was clarified that the first case was an inguinal hernia repair and the second case was a cholecystectomy procedure. The csr stated that when starting up the system during the first case, they noticed several recoverable faults at the beginning. It was noted the system was started up as a dual console procedure; the surgeon was on the first surgeon side console (ssc), and a resident was the second ssc. The csr informed that they were able to recover the error on the first case prior to beginning the case, however, when the surgeon sat at the ssc he noticed the right eye of the high resolution stereo viewer (hrsv) was blacked out. It was stated that dvstat was called during the first case and was recommended they continue the case using only one of the ssc. The csr informed there was no patient injury or harm during the first case and were able to complete the case with a single ssc. On the second case, which was a cholecystectomy procedure, the csr informed they were aware of the issue and decided to continue the case using only one of the surgeon side console (ssc). The csr stated he called into dvstat to report the same recoverable fault. It was confirmed the second case was completed with no patient injury or harm. Isi followed up with the initial reporter and obtained the following additional information: the csr informed they called into technical support to confirm they would be able to complete the second case safely.